Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, the patient`s superior vena cava (svc) was occluded which obstructed the implant of the replacement right atrial (ra) lead. The chronic ra lead was inactivated while the right ventricular (rv) lead remainin use. No further patient complications have been reported as a result of this event.